Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-28854. Related manufacturer reference number: 2017865-2021-28855. Related manufacturer reference number: 2017865-2021-28857. It was reported that the patient presented in the operating room for a device upgrade. Post operation chest x-ray showed good lead position but moderate left sided pneumothorax. The next morning, x-rays showed increasing size of the pneumothorax that required placement of a chest tube. The patient was stable and discharged.